Event description:
Customer alleged the wheels are splitting at the valley in between the treads. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 66550, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states front wheels replaced in march 2012. The dealer called stating that the rear wheels on the 66550 rollator are splitting between the treads. Replacement wheels on warranty order #(B)(4). The new wheels are being shipped directly to the consumer. No injury alleged.